Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Manufacturer narrative:
Clinical investigation: there is a temporal relationship between pd therapy utilizing the liberty select cycler with cycler set and the patient event of acinetobacter peritonitis with hospitalization. However, there is no documentation to show a causal relationship between the peritonitis and use of the liberty select cycler with cycler set. Additionally, there is no allegation of a device malfunction or deficiency or cycler set defect reported for this event. The culture resulted positive for acinetobacter, found in soil and water and sometimes found on the skin of healthy people. Although the cause of the peritonitis was not confirmed, this culture result suggests a breach in aseptic technique. The majority of acinetobacter peritonitis cases are a result of a breach in sterile technique. Based on the available information and no allegation or evidence of a malfunction, deficiency or defect, the liberty select cycler and cycler set can be excluded as the cause of the peritonitis event. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis registered nurse [(pd)rn] reported that a pd patient was diagnosed with peritonitis. The patient was initially diagnosed on (B)(6) 2021 with (B)(6) peritonitis as reported on MFR report number- 8030665-2021-00159. The patient¿s symptoms improved, and her white cell lab value returned to normal. The patient was expected to complete the antibiotic regimen from that event on (B)(6) 2021; however, on (B)(6) 2021 the patient went to the hospital with excruciating abdominal pain. The patient was admitted. A pd effluent culture was obtained, and the patient was diagnosed with peritonitis. The culture results were positive for a different organism than her initial peritonitis event. The culture was positive for the gram-negative bacteria acinetobacter (species unknown) and the white cell count was approximately 2,000-3,000 (unknown units). The patient was not tolerating pd therapy during the hospitalization. On (B)(6) 2021 the pd catheter (not a fresenius product) was pulled, and a central venous catheter (cvc) was placed. The patient was transitioned to in-center hemodialysis (hd). The hospital course is unknown as no records were available. The patient was discharged on (B)(6) 2021 on ceftazidime (dose, frequency, and duration unknown) to be administered during hd therapy. The cause of the peritonitis was not confirmed. There was no report of a cassette leak or other fresenius product issue related to the events. The patient¿s pd technique was previously reviewed and the pdrn did not find anything of concern.